Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (b)(^) 2014, patient experienced a hypoglycemic event and sensor failure. Patient's mother stated that due to sensor failure, a low reading was missed and patient had a grandmal seizure. Patient's mother called the ambulance and administered food and glucose to patient, however declined to take patient to hospital. At the time of contact with dexcom technical support, patient's mother reported patient was fine and no further medical intervention or injuries were reported. Against user guide recommendations, patient had inserted sensor into arm.

Manufacturer narrative:
(B)(4).